Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to place the system into MRI mode following a recent fall. Diagnostics revealed high impedances on the left lead. As a result, surgical intervention may be undertaken to address the issue.